Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that they encountered placement signal issues during impella cp support. It was noted that there was no placement signal as the left ventricle placement signal was not displayed on the screen. Support continued and the patient remained stable. Additional information was received. The problem resolved by itself. The pump runs without problems. The impella pump was removed three days later.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. No data logs returned. The product was returned and there was no biological material noted. The 5s parameters were within specification and the pump passed the laser continuity test. Additionally, the pump ran with no issue. There were no abnormalities found with the pump regarding the optical sensor issue. Due to lack of data logs returned, the root cause of the optical sensor issue cannot be determined. Device history review: the device passed all post sterile inspection checks.